Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis. On the same day, the patient was hospitalized for the event. On an unknown date, the patient was treated with inj (injection) amikacin intraperitoneally (250mg, twice daily) and was recovering from the event. No additional information is available.